Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734900. A medtronic representative went to the site to test the equipment. Testing revealed that it wasn't possible yet to turn on the device. The display stays black. After opening the rear cover, it has been noticed that the 12 vdc cable was disconnected and loose and could not be restored in its place. Also, there was also a strong smell of burnt components coming from the computer. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the system shut down during use. There was a delay of less than one hour, and no impact on patient outcome.